Manufacturer narrative:
(B)(4). Initial emdr submission. At this time we are awaiting for the sample to be returned by the customer/distributor. Additional information requested to end user regarding patient involvement. At this time we are awaiting this information. If any additional information becomes available a supplemental submission will be filed. (B)(4).

Event description:
"Pressure line is blocked by unidentified, unspecified component. The lp generator was used on a patient and it was noticed pressure stayed constant even when not attached to patient, on further examination it was noticed that the pressure connector was blocked".

Manufacturer narrative:
An opened sample was received with lot number 0000887123. This sample was inspected functionally and was found that the unit is not occluded; however, the unit did have a leak. It was found during the inspection that the component number (B)(4) sponge was not properly placed into the valve. The device history record for the lot number received and no issues were found. In addition the affected components device history record was reviewed and no issues were found related to report. Two years of complaints were reviewed and no trend was observed. The valve with part number (B)(4) is supplied by an external vendor. The supplier was issued a scar and performed an investigation. The supplier's investigation results of the reported issue found that the assembly personnel did not follow proper procedure when assembling this component. To correct this issue, the supplier has increased their random inspections of this product and retrained assembly personnel on the correct assembly technique. In addition, visual aides were provided to the supplier¿s assembly personnel.